Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient was admitted to the hospital with reports of generalized weakness with fall from a chair. A myocardial infarction was the reason for this additional admission. The troponins measured 207 and came down to 47 within a couple of hours. This elevation was likely due to a type ii injury in the setting of the recent fall. Ischemic evaluation was not required per cardiology. The b12 level was reported as a severe deficiency which likely had contributed to the gait imbalances. B12 supplements were initiated. This myocardial infarction admission was approximately 6 days following the discharge admission for lightheadedness. A transthoracic echocardiogram (tte) noted no transcatheter valve abnormalities. Regarding the stroke previously reported, a magnetic resonance imaging (MRI) confirmed the multifocal embolic stroke. The stroke event resolved with no sequelae. Of note, medical history of atrial fibrillation prior to the stroke event was reported a potential patient related factor contributing to the stroke. At the time of the stroke event, atrial fibrillation was present. As reported, a potential cause of the sepsis and subsequent encephalopathy could have been an infection related to enterococcus faecalis as determined by a blood culture. Resolution of the myocardial infarction occurred 5 days following onset. The patient was discharged 8 days following the onset of the myocardial infarction and was reported unrelated to the medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 10 months following the valve implant the patient began having right sided weakness and mild expressive aphasia. An magnetic resonance imaging (MRI) of the brain showed acute ischemic strokes in the left aca territory. A transesophageal echocardiogram (tee) showed no endocarditis or vegetation. Neurology was consulted and recommended the continuation of the anticoagulant and the additional need for aspirin after 2 weeks. The stroke event prolonged the hospitalization. The stroke event resolved the day following onset. The physician indicated the stroke was not related to the valve implant procedure nor to the medtronic products.

Event description:
It was reported that approximately 10 months following the implant of the transcatheter bioprosthetic aortic valve intermittent ligh theadedness over 3 days with fluctuation in blood pressure developed. The patient was hospitalized. A laboratory blood draw noted a t bilirubin of 1.3, the b-type natriuretic peptide (bnp) measured 131, and a high-sensitivity troponin measured 6. A chest x-ray was negative for any acute abnormalities. A bolus of normal saline was administered, and cardiology was consulted. The blood pressure was reported as low but within normal range. Atrial fibrillation with a slow ventricular response was identified. A daily beta blocker, continued anticoagulant, and out-patient cardiology follow-up was recommended. The patient was discharged after 1 day and the event was reported as resolved. The physician indicated the event was unrelated to the valve and valve implant procedure. The cause was not reported.

Manufacturer narrative:
H6: the codes present in h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 11 days following the previously mentioned hospital discharge, the patient felt sick with low grade fevers, difficulty breathing, and atrial fibrillation with a rapid ventricular response. Hospitalization was required. Blood cultures were positive for enterococcus faecalis. Infectious disease was consulted and a broad spectrum of two antibiotics was administered intravenously. Sepsis with encephalopathy without septic shock was diagnosed. The antibiotics were further changed to two different antibiotics. A transthoracic echocardiogram (tte) was performed and endocarditis and vegetation were not present. Prolonged hospitalization was required. The event resolved approximately 44 days following onset. The physician indicated this sepsis event was not related to the medtronic products or valve implant procedure. The cause was not reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient had a baseline history of persistent atrial fibrillation prior to the valve implant.